Event description:
Pt has fibromyalgia, siaid, severe fatigue, muscle, hands and tendon pain, dry eyes, memory loss, alopecia, malaise, insomnia, neck spasms, increased bp, ibs, chronic cystitis, swollen, infected cervical glands, dizziness, lumps (subdermal), anxiety, depression, headaches, morning stiffness, night sweats, breast pains and chest wall pain, encapsulation, decreased endurance and sob and more.